Manufacturer narrative:
Device was received for evaluation. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Upon completion of the investigation it was noted that the patties are produced in a fully automated machine with very little human intervention. Patties which have been produced are inspected using a computer vision inspection throughout the process. The final step of the process is to place the patties on the card, which is done automatically by the machine. There is a vision system which then takes a picture of the 10 strings on the card and only allows it to pass if there were 10 strings found. The automated machine used to produce this product uses a vision inspection system to 'count' the number of patties on the card. The system is very robust at finding any missing patties. Therefore the most probable root cause lies in operator error. Automated operators are trained not to rework any product to eliminate this risk of miscounts. Also operators at the next operation (form fill seal packaging) may need to rewrap any cards that have become tangled or loose from removing them from the tote. This may happen if the cards are not wrapped tightly by the machine. There is also a potential risk that a pattie could fall off a card and the operator didn't notice it at the packaging step. A tcr was opened to retrain and communicate this complaint to all our operators that worked on this lot in question. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
When opened only 9 in box not 10. Other product was used.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.